Event description:
The pt's familiy member called to file a complaint. Family member stated that pt has type I diabetes and took insulin after obtaining a result of 400 mg/dl when using the suspect device to check their blood glucose. Pt was later involved in an automobile accident and was given stitches for their injuries. About fourty five minutes after the accident, emergency medical technicians checked pt's blood glucose using their equipment and the level was 29 mg/dl. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval. Family member refused to send the device back at this time. Family member stated that they contacted the FDA about the device reading high.